Event description:
It was reported that during a sigmoid colectomy procedure, the device only partially cut and partially stapled. Used the same device to complete the procedure, as it fired properly after the defect. There was no patient consequence.